Manufacturer narrative:
Evaluation summary: x-ray demonstrated commissure 1 bent, a small calcification nodule on leaflet 2, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect and 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. All three leaflets had been cut by approximately 9mmx3mm on leaflet 1, 8mmx3mm on leaflet 2, and 7mmx4mm on leaflet 3. The cuts had a straight and smooth edge; leaflet fragments were not returned. Leaflet 2 had a 4mm tear near commissure 3. Leaflet 3 had two tears of 3mm near commissure 3, and 5mm near commissure 1. The wireform was exposed on commissures 1 and 3. One pledget remained attached on the sewing ring near commissure 2 at the inflow aspect. Additional manufacturer narrative: customer report of aortic insufficiency could not be confirmed due condition of valve as received. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification the root cause for the insufficiency and calcification remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the explant was due to due to aortic insufficiency and replacement of the ascending aorta with a 28mm hemashield graft. The explanted device was replaced with a 25mm aortic valve. The procedure went well and post-op tee showed no perivalvular leak. The patient was taken to the ICU in hemodynamically stable condition. The patient recovered and was discharged to a snf on pod #5 in stable condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be determined with the available information. No additional information has been provided by the healthcare provider and the subject device has not been returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted 17 years, was explanted due to unknown reasons. The failure mode was not provided. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.